Event description:
The patient reported that ¿they had gotten away from having medicine put in the pump and they had not had any medicine in their pump for a while. They needed to find out how long or if they needed to have it taken out.¿ the patient stated that they ¿think the battery may be going dead in it.¿ they noted hearing an alarm since a week prior to the report. The patient confirmed hearing a critical alarm every hour, and he thought that the pump had probably been empty for a while. The patient stated that he was not getting any relief from it, and two years ago they put saline in it.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n135379, implanted: (B)(6) 2008, product type accessory; product ID 8709, lot # j0058126r, implanted: (B)(6) 2001, product type catheter. (B)(4).